Event description:
Event was reported to caldera medical by an attorney. The pt experienced painful intercourse, recurrent uti, painful urination, hematuria, and vaginal bleeding. No further info has been provided.